Event description:
It was reported that, during a tha, when a surgeon was drilling, a flexible drill shaft broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The exact cause of the event could not be determined because the device was not returned for investigation. In addition, insufficient product information was provided to conduct a complete manufacturing file review. No further investigation is possible at this time. With the information provided at the time of the investigation, no evidence exists to suggest any manufacturing non conformances. If the device and/or additional information becomes available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
It was reported that, during a tha, when a surgeon was drilling, a flexible drill shaft broke.